Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the tip of the thunderbeat front-actuated grip had broken off on three (3) out-of-box devices. There were no reports of patient harm associated with this event. Related patient identifier: (B)(6) (tb-0535fcs/ thunderbeat 5 mm, 35 cm, front-actuated grip type s/sn #(B)(6)). Related patient identifier: (B)(6) (tb-0535fcs/ thunderbeat 5 mm, 35 cm, front-actuated grip type s/sn #unknown).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding health professional. Information was inadvertently not included on the initial medwatch. Correction to h3, information was inadvertently not included on the previous supplemental medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation on the subject device. The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the teflon pad was found separated from the jaw. The returned device was attached to the usg-400 (ultrasonic generator) and esg-400 (hf bipolar cable). A probe check was performed, and the device passed the probe check. Both switches were checked, and both switches were functional. A visual inspection of the received condition was performed on the device; there was some tissue buildup. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw, exposing metal. The distal end of the device was inspected under a microscope, and it was found that the probe unit was burned, causing discoloration. The wiper movement was normal. The consistency of the movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob was normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected date: d4.